Event description:
Customer reported pt sample containing anti-jka did not react with 0.8% surgiscreen lot vss102. Positive results were observed when tested with other 0.8% reagent red blood cells (lots 8ss480 and vss106). No death or serious injury was associated with this incident.